Manufacturer narrative:
The balloon is reported to have filled insufficiently. The balloon deflated in less than 3 minutes. No difficulty when removing the device from the patient. No kinks or damage were noted on the balloon or the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a submarine rapido 04l3 pta balloon to treat a plaque, moderately calcified, moderately tortuous 90% stenotic lesion in the proximal common carotid artery. There was no damage noted to the packaging and there were no issues noted when removing the device from the tray/hoop. The device was prepped without issue. A spider spd2-50-320 device was used for embolic protection. The device was inflated using a syringe. The device did not pass through a previously deployed stent, no resistance was encountered nor excessive force used on advancing the device to the target lesion. On first inflation to 7atm, balloon inflation issues were experienced. The balloon moved at the lesion site while inflated and would not deflate. Another submarine pta device was used to complete the procedure. No patient injury was reported. Please note that this device, submarine rapido pta balloon is not marketed in the united states; however, it is similar to the united states marketed device submarine plus, this event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.